Event description:
Caller reported a tandem mobi cartridge alarm that occurred on october 30, 2025, during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm, instructed the caller to put the pump into storage mode, and provided shipping instructions for returning the problematic pump. A replacement pump was sent to the customer, who acknowledged the instructions and expressed understanding. Customer planned to continue using the current pump to ensure insulin delivery is not interrupted.